Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pinnacle liner fractured in patient after four years. Liner was dislocated from head and in two pieces. Both pieces were removed from patient. Surgeon would like response letter from depuy. In der reported that there was loosening to pinnacle liner. Doi: (B)(6) 2017. Dor: (B)(6) 2021 left hip.